Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported the patient presented with infection in the right knee. An irrigation and debridement was performed and the anti-biotic spacer was exchanged.